Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Lead analysis revealed internal insulation abrasion. The leads etfe coating was intact. Electrical measurements were normal. (B)(4).

Event description:
It was reported that the pt developed an infection. The lead was explanted and replaced.